Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's baseline weight was (B)(6) lbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was receiving morphine sulfate 1 mg/ml at 0.2151 mg/day via an implantable pump for spinal pain. It was reported that patient reported bloody drainage from incision (pump pocket) since (B)(6) 2016 'push pull'. On (B)(6) 2016, clindamycin medication was initiated. On (B)(6) 2016, the clindamycin was continued and steri-strips were placed. As of (B)(6) 2016, the incision was healing well with no signs of infection. Cleocin medication was administered on (B)(6) 2016 as the patient reported noticing purulent drainage from the open area of incision on (B)(6) 2016. The etiology was noted as unlikely related to the device or therapy and related to the implant procedure. The outcome was ongoing. No further complications were reported/anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the outcome of the event resolved without sequelae on (B)(6) 2017. No further complications were reported.